Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the upper case was damaged at the boss, there was a display screw stuck in the upper case boss, the lower case was cracked next to the ventricular port and the hanger assembly was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg had a broken ventricular connector. The epg was returned for service.

Manufacturer narrative:
This event relates to user facility medsun report (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector assembly. It was recommended that the epg be returned for service, but the current status of the epgs is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.